Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine implantation procedure, the physician attempted to implant the right ventricular (rv) lead. It was observed that sensing was poor and the capture thresholds were high while trying to fix the lead. The physician noticed the guidewire was unable to pass through the lead possibly due to blood congealed in the lead. The physician exchange the lead during procedure on (B)(6) 2020. The patient remained in stable condition.